Event description:
It was reported that the insulin pump alarmed for the seventh time. The customer stated that she had performed troubleshooting successfully in the morning, but by afternoon, she received another no delivery alarm. She stated that she performed troubleshooting by herself this time, fixed the issue, and now the insulin pump alarmed no delivery again. The blood glucose reading was 238 mg/dl. Upon troubleshooting, insulin did exit the tubing during a plunger push. Insulin exited the tubing during a manual prime, and the insulin pump was working as designed. The customer was advised that the alarm may have been caused by an infusion set or reservoir occlusion. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.